Event description:
User reported that during a procedure a quantum roller pump stopped working. The user chose to replace the quantum roller pump. The rest of the was completed without issue.

Manufacturer narrative:
Conclusion awaiting completion of investigation. Follow-up: the issue was not able to be reproduced during the initial testing. On dismantling the device and inspection of the interior, evidence of liquid ingress was found. The device was beyond economic repair.

Manufacturer narrative:
Conclusion awaiting completion of investigation.

Event description:
User reported that during a procedure a quantum roller pump stopped working. The user chose to replace the quantum roller pump. The rest of the was completed without issue.